Event description:
The hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed, was caught right away and never made it to the pt and the pump was stopped. Estimated blood loss was 50 cc's. The pt was able to complete treatment on a new machine and new set up. The pt did not require any medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.